Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged and all testing was performed with a test battery cap. The pump powered on with the test battery cap. The test battery cap was unable to fully tighten. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump case was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.